Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that the recharge burden for the device has increased. In an effort to resolve this matter, a replacement charging system was sent to the patient. Follow-up with the patient found that the alleged issue persists. A consultation has been requested for further interrogation. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.